Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a low anterior resection and proctectomy procedure, the stapler misfired and it appeared as through the staples didn't fully close crimp down. As was proctectomy procedure, needed to over sew the whole staple line as was not able to redo the pouch. Surgery was delayed by ten minutes and surgery was successfully completed. Patient consequence was not reported. No additional information was available.